Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. No new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields bsc aware date and g3 bsc aware date. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. No new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the surgeon removed the lead as the patient had a heart valve replacement and did not require the pacemaker to pace the heart.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. No new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the surgeon removed the lead as the patient had a heart valve replacement and did not require the pacemaker to pace the heart. Furthermore, the physician decided to remove the ra lead as the patient did not need pacing at the time. The patient had valve replacement and after the surgery, the atrial port was plugged. There were no adverse patient effects. The device and lead will not be returned as the hospital disposed the products.

Manufacturer narrative:
Revision to fields bsc aware date and g3 bsc aware date. This supplemental report has been created to capture additional information and information correction. This supplemental correction report was created to capture the additional information received which indicates that the physician decided to remove the ra lead as the patient did not need pacing at the time. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. No new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields bsc aware date and g3 bsc aware date. This supplemental report has been created to capture additional information and information correction.